Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the surgeon used a variax locking 1/3 tubular plate, and ran into trouble with the locking mechanism. Surgeon was reminded to use drill guide properly, but the plate would not lock. He tried two different holes and they would not lock either. Surgeon switched to different size plate and the screw locked to the plate on the first try. There was maybe at most a 2 minute delay. There were no adverse affects on the patient. He did not reuse same screws because he remeasured after placing new plate. I do still have the plate.

Manufacturer narrative:
The reported product is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that the surgeon used a variax locking 1/3 tubular plate, and ran into trouble with the locking mechanism. Surgeon was reminded to use drill guide properly, but the plate would not lock. He tried two different holes and they would not lock either. Surgeon switched to different size plate and the screw locked to the plate on the first try. There was maybe at most a 2 minute delay. There were no adverse affects on the patient. He did not reuse same screws because he remeasured after placing new plate. I do still have the plate.